Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up due to discomfort from phrenic nerve stimulation. The patient's right atrial (ra) lead failed to sense and had a loss of capture. A chest x-ray was performed and the ra lead was found to be dislodged. The ra lead was explanted and physician decided not to replace lead. The patient was stable throughout procedure.